Event description:
The valve stuck just after a patient was reintubated, making it impossible to squeeze. This resulted in the patient being reintubated a 2nd time along with a severe desaturation and bradycardia, requiring a round of resus meds.